Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, during the procedure, the joint part of the jaw for the device broke. Pieces fell into the surgical cavity. The surgeon attempted to remove all the pieces, but could not locate all of the smaller pieces. No patient injury reported.